Event description:
It was reported the patient had two separate incidents of shocking while entering their vehicle. The events occurred hours apart and were isolated events. The shocking only occurred on one day and only happened while entering their vehicle. The shocking occurred at the device site. The device was interrogated at the normal annual visit. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v435886, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information reported the patient had undesirable stimulation in which the patient experienced a small shock at the device site while getting into their car. This occurred twice with-in a few seconds with entering their car. No action was taken as this was a single issue that resolved the same day. The device was reprogrammed at the patient¿s 48 month visit and the event was considered resolved without sequelae.